Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the label was illegible. There was no report of patient impact. The following information was provided by the initial reporter: one bd 10 ml syringe luer-lok tip ref (B)(4) lot illegible exp illegible black ink mark which makes lot and exp information illegible.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2308564. D4: medical device expiration date: 31-oct-2027. H4: device manufacture date: 04-nov-2022. D10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. H6: investigation summary. One sample and two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the sample had a big ink stain covering the whole portion of the unique device identifier (UDI) designated space on the top web package. Some ink splashes were also observed on the opposite side of the top web. Moreover, it was observed that there was a blur print of the unique device identifier (UDI) on top of the top web graphics at the middle of the top web package. Potential root cause for the ink stain causing illegible print on the packaging is associated with the packaging process. This defect could occur when the top web slacks off and ink accumulation can occur at the printer head which contact with the top web causes ink stains. These defects are occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 2308564. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe sterile, single use the label was illegible. There was no report of patient impact. The following information was provided by the initial reporter: one bd 10 ml syringe luer-lok tip ref 302995 lot illegible exp illegible black ink mark which makes lot and exp information illegible.